Event description:
It was reported that the device's downstream occlusion (dso) seal was bubbled, delaminated, and torn. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. The downstream occlusion (dso) seal was delaminated and torn. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn. Please reference file mrn 3012307300-2024-10628 for all details pertinent to this event.